Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the evening and night before the event the patient was treated with sugar when the cgm reading was low. The morning after on (B)(6) 2024, the patient experienced vomiting and was brought to the emergency care. When the patient arrived at the emergency room, the blood glucose reading would have been 480 mg/dl, ketones were 4.8 mmol/l, lactates 3.4 mmol/l, bicarbonates 18.3 mmol/l, and the patient was diagnosed with diabetic ketoacidosis. No cgm reading was reported from that moment. No treatment was reported, and it was not known how much time the patient stayed at the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.